Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a company representative's handheld computer was intermittently not storing interrogation data. The reported handheld computer was returned to the manufacturer and is currently undergoing product analysis.